Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the needed to clear adm balance and to perform a bin load. A technical support specialist (tss) dialed into the application server after the customer cleared the adm inventory. Then, the tss navigated to patient encounter system (pes) and resend messages from settings and proceeded to send load messages for all loaded storage spaces (spl from legacy) by referring to the knowledge article medes: resend pocket messages (load, unload, count, etc.). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer had indicated they would clear the existing adm balance that day. Following this action, bd would need to perform a bin load to ensure the balances were corrected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.